Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/73 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: transvenous lead performance of implantable cardioverter-defibrillators and pacemakers. Pacing and clinical electrophysiology. 2021;44:481¿489. Doi: 10.1111/pace.14154. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacing leads. The article reports lead failures such as impedance, insulation defect, and exit block. The leads exhibited a decrease in sensing amplitude and an increase in threshold. The leads were replaced, and the status/disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.